Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient presented with post-operative wound infection with wound dehiscence and button abscess.